Manufacturer narrative:
Additional information: g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. A review of the system logs showed an analysis of the data saved to the system showed evidence of abnormalities during the second button press of a firing in the field. The device was forwarded to engineering for additional evaluation of the data abnormalities in the logs. A design or software assessment was performed for this event. The design assessment concluded that the condition of the abnormalities of the system data during firing was confirmed, however the cause cannot be traced to the handle as the system data showed that the firing did not result in forces that exceeded the limits of the system. It was reported that there was an issue with articulating or straightening during firing. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot # p4j0862); sigpshell, sig power sigpshell control shell (lot # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic-assisted gastrectomy, on the third firing with the anvil positioned upwards, the resection was performed from the lesser curvature to the greater curvature of the stomach on the right. After a slight articulation, the firing stopped automatically when it reached the end. When the one-push center control button was pressed again, the cartridge moved to its maximum articulation. It was also noted that during the first operation, the cartridge made a cracking noise, and part of the articulation detached and fell into the abdominal cavity, where it was removed using forceps. An x-ray was performed to check for any residuals in the body. A new device was used to resolve the issue.